Event description:
It was reported that the 2.5 x 15 mm xience v stent did not cross the moderately calcified and moderately tortuous lesion in the distal circumflex artery. The patient was treated satisfactorily with a 2.25 x 12 mm xience stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Returned device analysis noted that the hypotube shaft was separated into two pieces. Follow up with the account could not provide any information as to when the separation occurred. Based on the device analysis, which noted that the device did not appear to have entered the patient's anatomy, as there was no blood or contrast visible, it has been concluded that the shaft separation occurred prior to use in the patient. However, it could not be confirmed how the shaft separation occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation noted during product analysis did not suggest a product deficiency. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.